Manufacturer narrative:
(B)(4). One side of the bone screw head has was returned. The piece is ¿18mm long and has broken off the screw head. Looking at the fracture surface it appears the break was the result of pressure from the inside out. This failure is consistent with bend stress overload.

Event description:
It was reported that the screw fractured midway through the body of the tulip, rendering the screw unable to accept a set screw. The screw was in the middle of the construct so the surgeon did not want to lose the correction obtained by removing the rod and replacing the screw. Hence the screw remained in the patient with no set screw holding it to the rod.